Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus. A field service engineer worked with customer and found that the bus cable to drawer number one was disconnected. Additionally, after opening the unit and running diagnostics, the field service engineer found ball bearings scattered throughout the area. During troubleshooting of drawer number five, the field service engineer discovered that the bus cable had been cut in multiple places, which caused sparks. The field service engineer replaced all necessary components to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
The customer initially reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed and was unable to be detected on communication bus. There was no indication that this event occurred while dispensing medication to a patient and there was no report of an adverse event, harm, or delay. However, upon investigation of the device, a field service engineer noted that the bus cable was cut causing sparking. Therefore, this case has been deemed reportable as a thermal event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer failed to detect on communication bus. As per part investigation, it was determined that there were exposed copper strands with burn marks. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex codes, manufacturer narrative, section d device available for eval and returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, report source. The reported condition of "failed matrix" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that work was performed in coordination with the customer and it was determined that the bus cable connected to drawer number one was disconnected. Upon opening the unit and running diagnostics, loose ball bearings were found inside the system. During troubleshooting of drawer number five, it was identified that the bus cable had been cut in multiple locations, causing electrical sparking. All damaged components were replaced, and the unit was restored to full operational status. No patient harm or service delays were reported. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands and burn marks. No fluid ingress or other anomalies were observed. Pn 138517-01: the unit revealed signs of physical damage, including stress marks and tears with exposed wires and copper strands; no other anomalies were observed. During dchu testing: pn 120547-01: no further testing was required due to evidence of thermal damage, with exposed copper strands observed on the assy cbl pyxibus 6 drawer. Pn 138517-01: no further testing was required due to physical damage including exposed wires and copper strands, and stress marks of the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).